Event description:
The pump was explanted due to eol (end of life) with no reported device issues or therapy related adverse events.

Manufacturer narrative:
Product ID: 8711, serial# (B)(4), product type: catheter. Product ID: 8711, serial# (B)(4), product type: catheter. (B)(4). Analysis of the received pump revealed motor/gear train anomaly/corrosion and-or wear and-or lubrication and stall due to shaft- bearing. Also received was the catheter. It was observed that the most distal end of the segment 3 of the catheter had a jagged look to it along with an oval shape when viewed in cross section. This indicated the catheter was compressed at this area and most likely broke at this point. Drugs delivered via the pump per the pump logs were dilaudid and bupivacaine.